Event description:
It was reported that in central processing during cleaning and sterilization of the instrument, the customer noted a 'frayed wire' on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.14 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.